Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).

Event description:
The customer observed a falsely depressed alinity c sodium result for one patient on the alinity serial number (B)(6). The sample was repeated with a higher result. The following data was provided. Sid (B)(6) processed on (B)(6) 2024 initial result = 114 repeat result = 140 mmol/l repeated on another alinity serial number (B)(6) = 139 mmol/l. Sodium reference range = 134-145 mmol/l no impact to patient management was reported.

Event description:
The customer observed a falsely depressed alinity c sodium result for one patient on the alinity serial number (B)(6). The sample was repeated with a higher result. The following data was provided. Sid (B)(6) processed on (B)(6) 2024 initial result = 114 repeat result = 140 mmol/l repeated on another alinity serial number (B)(6) = 139 mmol/l. Sodium reference range = 134-145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the module, alinity c processing module serial number (B)(6), and performed multiple troubleshooting procedures including replacement of the alnty c-series cuvette (04s47-01) (alinity c cuvette segment (04s47-01)). Part replacement resolved the issue. The alinity c cuvette segment (04s47-01) was considered the likely cause for the discrepant results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the alinity c processing module, serial number (B)(6) or the alnty c-series cuvette (04s47-01) (alinity c cuvette segment (04s47-01)) was identified.